Event description:
Complainant alleged that while attempting to defibrillate a pt the device failed to charge. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.